Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a hip arthroscopy, a werewolf wand had a problem with the sensor and aspiration. It came out as if it was at 63 even taking it out of the joint, leaving it on the table. It ran without activation. Surgery was resumed, after a non-significant surgical delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use and the shaft covering is heavily damaged from hitting/scrapping the shaft on external objects. Product was out of the original packaging. No packaging returned. Functional evaluation revealed the wand was plugged into a controller and caused a wand end of life error. Using bypass software the wand activated as normal and had no issues with activating on its own or temperature. The button covers were removed and no sign of saline ingress were found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.